Event description:
Device appears to be oversensing on the atrial lead, leading to an at/af (atrial tachycardia/atrial fibrillation) episode where there would not be an episode if the oversensing not present. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).